Event description:
It was reported that an alert for non-sustained rv oversensing was seen via remote transmission. Upon review of stored egms, myopotential oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.